Event description:
It was reported that the day after the implant of this lead, a dislodgement occurred, and the helix became loose. The physician opted to perform a lead reposition. No additional adverse patient effects were reported. This lead remains in service.